Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect total psa reagent has generated a discrepant result on 3 patient samples. The account also stated that the discrepancy is with the last result generated for the patient. The following results for patient #1 are; date, results; (B)(6) 2009, 18.8 ng/ml ; (B)(6) 2010, 13.9 ng/ml ; (B)(6) 2010, 3.8 ng/ml. There was no adverse impact to patient management reported.